Event description:
I had a receiving gum and had to get a gum graft two months ago, and because of that I had to stop wearing the bottom retainers because they were too close to my bottom gumline. They were causing me discomfort before my surgery because they were not fully fitting. I'm hoping to keep my top aligner and redo my treatment on my bottom teeth to ensure my front bottom tooth straightens back, as the teeth shifting around is causing slight pain.

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.